Event description:
Information received from the field does not address the patient's clinical status but notes that while in the recovery room, high atrial impedance was observed. The physician opened the pocket and found that the atrial setscrew was loose. The screw was tightened and the atrial impedance returned to normal.